Event description:
On (B)(6) 2017, a patient underwent a port placement procedure using x-port isp implantable port, groshong single-lumen, kit, 8f. A port was implanted and used multiple times for chemotherapy. Post the procedure on (B)(6) 2025, subcutaneous swelling was observed during flush procedure. However, the current status of the patient is unknown.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f - the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.